Event description:
It was reported to philips that the system was unable to boot up properly. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined system remotely and confirmed that system unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the issue was resolved after more than one restart and confirmed through logs that the system is not being shut down every day. To resolve the issue, the rse suggested for the same for shutting down the system regularly. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.